Manufacturer narrative:
The device is not available for evaluation. The investigation and lot review is pending.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where a leakage at the filter vent was reported. It was then replaced and is working normally afterwards. There was unknown patient involvement and unknown patient harm/adverse.

Manufacturer narrative:
No (B)(4). Product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Corrected information can be found in d10 concomitant products and h6 component codes.